Event description:
A malfunction alarm was reported with malfunction code 9, identified as malf 9 ¿ 0x20f1. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The malfunction code was resettable, but the customer had not reported or reset the pump within the last 24 hours and was advised to call back for assistance with the reset.